Manufacturer narrative:
Based on the available data, insufficient sample quality was determined as the likely root cause for the event. Fibrin was observed in the sample and repeated abnormal aspiration alarms were seen upon review of the alarm trace. A general reagent issue is not evident.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys prolactin assay (prl) on a cobas 8000 e 602 module (e602). An aliquot of the sample initially resulted as 1.43 uiu/ml and this value was reported outside of the laboratory. Another test ordered on the sample did not generate a result, only a sample short data alarm was issued. Fibrin was removed from the aliquot sample and it was repeated. No values were generated upon repeat, only a sample short data alarm was issued. The primary tube of the sample was then tested, resulting as 269.9 uiu/ml. The primary tube was repeated, resulting as 271.4 uiu/ml. On the initial testing of the aliquot sample, the customer questions why a different test was flagged with a sample short alarm, but the prl test was not. No adverse events were alleged to have occurred with the patient. The prl reagent lot number was 17223700. The reagent expiration date was asked for, but not provided. The high voltage adjustment and liquid level detection of the analyzer has been checked.